Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two syncopal episodes within three weeks, frequent retrosternal pressure-like chest pain that is relieved by rest and palpitations. The patient further reported that their implantable pulse generator (ipg) keeps "going off". The ipg remains in use. No further patient complications have been reported as a result of this event.